Event description:
Litigation alleges that the patient suffered physical injury, pain, bodily impairment and high levels of toxic metals in his bloodstream.

Event description:
Litigation alleges that the patient suffered physical injury, pain, bodily impairment and high levels of toxic metals in his bloodstream. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient code: no code available ((B)(4)) used to capture the surgical intervention.

Event description:
In addition to what was previously reported in medical records, the patient was revised to address failed right tha. Operative note reported chronic inflamed tissue in the hip and suggestive of metal debris. There was metallosis in the trunnion, osteolysis, cyst formation and possible indolent infection.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffered physical injury, pain, bodily impairment and high levels of toxic metals in his bloodstream. Update rec'd 1/29/13 - plaintiff preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 8/4/2015: plaintiff preliminary disclosure form was received. There is no new additional information that would change the outcome of the investigation.

Event description:
Update 30 mar 2015: rec'd der and invoice with following information: additional reason for revision: osteolysis and loosening (unknown product) stem and sleeve details correct implant date (incorrectly entered as (B)(6) 2010 on original wpc) surgeon.